Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the introducer split and the plunger would not advance when the lens was half in the eye. As half the iol remained in the injector, the surgeon used a drysday paddle to complete iol implantation. The iol was implanted successfully without any damage to the lens and without harm/injury to the patient. The healthcare facility reports that surgery was prolonged due to the event. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". If the lens becomes trapped in the injector and the user continues to exert pressure on the plunger to free the lens, this causes a build-up of pressure within the nozzle which can then result in the nozzle splitting, as is reported in this case. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone toric rao610t batch 043214110 howed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 043214110. There is insufficient evidence and/or information available to establish root cause in this case.

Event description:
On 26th august 2024, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone toric rao610t. The event description provided states that the introducer split and the plunger would not advance. The lens was half in the eye and half in the introducer. A surgical instrument was used to free the lens from the injector and complete implantation.